Event description:
Boston scientific received information that during a routine follow-up, the patient with this right ventricular (rv) lead, experienced heart palpitations. A holter monitor was hooked up to the patient and revealed a decrease in pacing impedanced, high thresholds and a loss of capture (loc). The duration of the loc is unknown at this time. An rv lead dislodgment or insulation breach is suspected. The patient is pacer dependant. A revision procedure maybe performed in the future. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. Subsequent information was received and the patient underwent a revision procedure. The decision was made to replace the rv lead. The rv lead was surgically abandoned and a new rv lead was successfully implanted with multiple attempts. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.